Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed. The questionnaire was completed by quality with limited information. The patient having any non-curonix devices implanted, the patient having contraindicating conditions, and severe force applied to the implant have been ruled out as potential causes. After changing the programs on the transmitter assembly, the reported issue was resolved. The stimulator is used to treat pain. The cause of the reported issue is due to programming parameters as changing the programs on the transmitter assembly resolved the issue (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported pain when they start therapy. Additionally, the patient reported their neurostimulator "gets hot." The programs on the transmitter assembly were changed which resolved the reported issue.